Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device lcd functioned intermittently due to a problem with the printed circuit board component. The cause of the component issue was not determined.

Event description:
It was reported the device lcd did not work. The issue was found during testing. No patient involvement reported.